Manufacturer narrative:
The two alarms were not returned for evaluation and the serial number revealed the alarms are over 48 months old. The reported issue of the alarm not sounding cannot be confirmed. With the information available and without the return of the alarm, it cannot be determined what the alleged failure was related to. Based on previous complaint investigations and the age of the alarms, the likely cause of the event is wear / tear or impact such as dropping or bumping. At this time, there is no evidence that a manufacturing non-conformity contributed to the complaint. Manufacturer reference file #2017-02031, 2017-02032. Q1-2018 asr report e2015006.

Event description:
This report summarizes two malfunction events. The alarms do not sound when the magnet is detached. Q1 2018 asr report #e2015006